Event description:
An aus device was implanted on 08/20/96. Information received on 07/07/97 indicates patient states "sphincter leaks urine at the least bit of foreplay and permits the bladder to empty at climax."